Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported on/off button not functioning was observed during evaluation and is considered confirmed. Evaluation observed the on/off and setup keys to be inoperable due to a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "on/off button not functioning". There was no known patient injury or medical intervention associated with this event. No additional information is available.